Event description:
A physician reported that aspiration became ineffective during ultrasound for cataract surgery with intraocular lens implant. Replacing the handpiece did not improve the situation, but replacing the cassette improved the situation and the surgery was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A wet fluidics management system (fms) pak was visually inspected and was tested using a console. The product could be recognized, and the service data could be retrieved from the console; however, the product failed to prime and generated a system message code. A leak occurred at the aspiration tubing to cassette insertion. The aspiration tubing was pulled out from the cassette. A lack of solvent between the wall of the cassette and the aspiration tubing contributed to leakage. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is company manufacturing related, caused by an assembly error during the wetting of the tubing with solvent and subsequent insertion to the cassette. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of observed issue from occurring. An investigation is currently ongoing to identify if there are additional root causes associated with other complaints of a similar nature. An action has been opened to investigate and address potential causes for system message code. Complaints are reviewed and monitored at regular intervals for adverse trends. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).